Manufacturer narrative:
Corrected data: in the initial MDR the following was known; but was inadvertently not provided in the report. The physician was contacted and stated she did not believe the problem was the shunt. There was no further information provided from the doctor. All pertinent information available to abbott medical optics has been submitted.

Event description:
A patient contacted abbott medical optics to report that she had a baervelddt shunt implanted (B)(6) 2015. The patient reported she started having ghost images that have continued to get worse. She additionally reported to have these conditions, distorted sight, vertical diplopia, astigmatism, dry eye and peripheral iridotomy. Patient believes the implant caused an imbalance in her eye. No further information was provided.

Manufacturer narrative:
Date of event: unknown. Catalog #: unknown, expiration date: unknown, serial number: unknown. Explant date: if explanted, give date: na (not applicable) to date, the baerveldt shunt remains implanted. (B)(4). Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.